Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cerebral vascular accident occurred. A pulse field ablation (pfa) procedure was performed using a farawave catheter. Pre procedurally transesophageal echocardiogram (tee) confirmed no thrombus was present. The procedure was performed under general anesthesia, with uninterrupted anticoagulation, irrigation with heparinized saline pressure bag, and activated clotting time maintained. When exchanging catheters during the procedure, the sheath was aspirated and no excessive air bubbles were seen. Post procedure, the patient did not wake from anesthesia. No thrombus was identified via tee and physicians suspected the patient had experienced a cerebral vascular accident. Three (3) days post index procedure it was reported the patient was well and recovering.